Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached from the tube when it was pulled out. Reportedly, the detached bolster was left inside the patient as they believe that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. Bowel movement was checked every day to see if the bolster already passed out. It was reported as of (B)(6) 2017 that the bolster still did not come out. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached from the tube when it was pulled out. Reportedly, the detached bolster was left inside the patient as they believe that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. Bowel movement was checked every day to see if the bolster already passed out. It was reported as of (B)(6) 2017 that the bolster still did not come out. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2017. According to the physician, during withdrawal of the device, it was strongly removed without any lubricant. The patient vomited high volume the next day after the replacement. They were not able to check the vomitus but in the physician's assessment, the detached bolster is no longer inside the patient. The patient's current condition is good.

Event description:
It was reported to boston scientific corporation that a endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached from the tube when it was pulled out. Reportedly, the detached bolster was left inside the patient as they believe that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. Bowel movement was checked every day to see if the bolster already passed out. It was reported as of (B)(6) 2017 that the bolster still did not come out. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2017. According to the physician, during withdrawal of the device, it was strongly removed without any lubricant. The patient vomited high volume the next day after the replacement. They were not able to check the vomitus but in the physician's assessment, the detached bolster is no longer inside the patient. The patient's current condition is good. Additional information received on (B)(6) 2017. In the physician¿s assessment, it is unknown what caused the patient to vomit the following day; however, no intervention was performed and it was confirmed there were no patient complications as a result of this event.